Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The device could not be started due to a broken breaker and the lamp did not light due the lamp socket being worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for a therapeutic hysteroscopy procedure, the user could not start the light source and the lamp did not light due to the lamp holder having poor contact. The procedure was completed using a similar device. The patient was not yet under anesthesia when the event occurred and there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the cause of the faulty breaker and wear of the lamp socket cannot be determined. Olympus will continue to monitor field performance for this device.